Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/23/2015 with the following findings. On investigation, a battery compartment crack was found extending from below the grip pad towards the case seal. The bolus button cover was punctured and the button was unresponsive. Removal of the bolus button cover found that the button slug was missing. (B)(6)

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked and the bolus button was unresponsive. This report is made based on the results of investigation completed on 12/23/2015.